Event description:
It was reported that during an unknown procedure after firing the device, it was difficult to remove and some bleeding occurred. The procedure was completed by hand sewing. There was no pt consequence.